Event description:
Additional information was received indicating this lead and the device were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.